Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection found no damage or defects. The unit powered on using both battery and ac power. The device was able to obtain readings using a sensor and alarm alert conditions were functioning. Internal inspection found the sensor cable connector with a damaged pin. The unit was able to obtain measurements using a known good sensor multiple times; therefore, the customer's complaint was not duplicated. However, the sensor cable connector had a damaged pin which may have caused intermittent readings. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the device has an intermittent connection. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported the device has an intermittent connection. No patient impact or consequences were reported.